Event description:
The customer reported, the iris closed down and system shut itself off prior to a case. The customer continued using the system. The customer also reported a ffb reboot. No pt injury.

Manufacturer narrative:
The service rep ordered and replaced several parts for the system. The system operates as intended.